Event description:
It was reported that the device was explanted after an implant duration of approximately 4.57 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis and perivalvular leak. Per the operative report, the following was learned: the patient underwent mitral valve replacement as treatment of native valve endocarditis. The patient developed early prosthetic valve endocarditis, which was not responsive to medical management. While under adequate antibiotic coverage, the patient developed a perivalvular leak with severe mitral regurgitation.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Through follow-up with the health-care provider additional information was received. It was learned that the device has been discarded; therefore, is unavailable for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.